Event description:
The patient reported that the insulin leaked out of the plunger end of two cartridges. She noticed insulin in the cartridge compartment. She says her blood glucose level elevated to 190 mg/dl without nausea, vomiting, shortness of breath, or ketones. Troubleshooting confirmed the patient was using the cartridge per the IFU. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: two cartridges were returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridges passed visual inspection, no damage or defects were noted to the luer connections or o-rings. A leak test was performed with no failures being observed; no leaks were observed from the luer connections, o-rings, plungers, or anywhere else in the cartridges. No cartridge defects were found.

Manufacturer narrative:
The cartridges have been returned to animas. Evaluation is not yet complete. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete the results will be reported in a supplemental report. No conclusions can be made at this time.